Event description:
The customer stated, she was taken to the ER, due to high blood glucose levels of 442 mg/dl. The customer stated that the insulin pump had alarmed no delivery the night prior to the hospitalization, but the customer did not change the infusion set. Troubleshooting was performed and the insulin pump passed the prime test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.